Manufacturer narrative:
One nanotite tm tapered certain® prevail® implant 6/5 x 15mm (niitp6515) was returned for investigation. Visual inspection of the as returned product identified that the implant is worn from removal. The internal drive feature is confirmed to contain the reported screw, which was too badly damaged to be removed. Therefore, based on the evaluation, device (screw broke off) malfunction did occur and the reported event was confirmed following inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. A singular root cause could not be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that an unknown screw fractured in the implant. The fractured piece could not be removed and the implant was removed. Site will be bone grafted. Tooth location 2.